Event description:
It was reported that a spectrum infusion pump failed the downstream pressure test several times on different lines. The pressure is set in medium and was alarming at 22.6 - 24.8 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "pump has failed the downstream pressure test several times on different lines. The pressure is set in medium and is alarming at 22. 6-24. 8," was not reproduced. The device was sent for downstream occlusion testing, and the device passed. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.